Manufacturer narrative:
The biomedical engineer reported that the ECG numerics readings were double what they should have been. The customer was monitoring ECG, spo2, and nibp parameters. The patient did not have an implant. The double value for ECG was displayed on the bsm-6501 and they were unsure if the readings were also displayed incorrectly on the central nurse's station (cns). There were no issues with the ECG waveforms, numeric values, or waveforms of the other displayed parameters. They did not witness this behavior firsthand. The clinical staff had discharged the patient. The patient's ECG value was correct in the customer's emr (historical data). Nihon kohden's technical services advised the root cause of the issue was either electrode malfunction/misplacement, a faulty patient cable, a faulty lead set, or patient related. No logs could be collected as the patient was already discharged. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device information. Bsm, model: bsm-1733a, sn: 04827. The following device was used in conjunction with the bedside monitor and is not the device that experienced the failure: cns, model: ni, sn: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer reported that the ECG numerics readings were double what they should have been. The customer was monitoring ECG, spo2, and nibp parameters. The patient did not have an implant. The double value for ECG was displayed on the bsm-6501 and they were unsure if the readings were also displayed incorrectly on the central nurse's station (cns). There were no issues with the ECG waveforms, numeric values, or waveforms of the other displayed parameters. They did not witness this behavior firsthand. The clinical staff had discharged the patient. The patient's ECG value was correct in the customer's emr (historical data). Nihon kohden's technical services advised the root cause of the issue was either electrode malfunction/misplacement, a faulty patient cable, a faulty lead set, or patient related. No logs could be collected as the patient was already discharged. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the ECG numeric readings were double what they should have been. The customer was monitoring ECG, spo2, and nibp parameters. The patient did not have an implant. The double value for ECG was displayed on the bsm-6501 and they were unsure if the readings were also displayed incorrectly on the central nurse's station (cns). There were no issues with the ECG waveforms, numeric values, or waveforms of the other displayed parameters. They did not witness this behavior firsthand. The clinical staff had discharged the patient. The patient's ECG value was correct in the customer's emr (historical data). No logs could be collected as the patient was already discharged. No patient harm was reported. Service requested/performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. The device was not returned for physical evaluation and functional analysis. Device logs were not collected for further analysis. As the customer reported that the issue followed the patient, the most likely root cause for this issue is patient related. Other possible root causes could be electrode malfunction/misplacement, faulty patient cable, or faulty lead set as stated by nk tech support. The bsm was able to document several errors which would need further investigation via device logs. However, as these logs were not provided, a root cause cannot be determined. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm; bsm; model #: bsm-1733a. Sn: (B)(6). The following device was used in conjunction with the bedside monitor and is not the device that experienced the failure: cns. Model #: ni. Sn: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer reported that the ECG numerics readings were double what they should have been. The customer was monitoring ECG, spo2, and nibp parameters. The patient did not have an implant. The double value for ECG was displayed on the bsm-6501 and they were unsure if the readings were also displayed incorrectly on the central nurse's station (cns). There were no issues with the ECG waveforms, numeric values, or waveforms of the other displayed parameters. They did not witness this behavior firsthand. The clinical staff had discharged the patient. The patient's ECG value was correct in the customer's emr (historical data). Nihon kohden's technical services advised the root cause of the issue was either electrode malfunction/misplacement, a faulty patient cable, a faulty lead set, or patient related. No logs could be collected as the patient was already discharged. No patient harm was reported.